Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed. This lead passed the wire insertion test and met specifications.

Event description:
Boston scientific received information that this left ventricular (lv) was attempted due to wires were difficult to move and flush. The lead was damaged and kinked due to the patient's right coronary sinus was very tight and torturous. The lv lead was never in service. No adverse patient effects were reported.